Manufacturer narrative:
(B)(4). Upon follow up, it was reported that antibiotic treatment was ongoing and the patient was recovering from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated for the peritonitis with injection reflin (1g, once daily, route and duration not reported) and injection fortum (1g, frequency, duration, and route not reported). At the time of this report, the recovery status of the patient was unknown. Action taken with dianeal therapies was not reported. No additional information is available.